Event description:
Account states patient bit the tip of the yankeur while under anesthesia. The tip broke into pieces and the patient swallowed a small piece which needed to be removed under anesthesia.